Manufacturer narrative:
Section b3: date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8597767 based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced ineffective therapy and x-rays confirmed that one drg lead migrated. Surgical intervention was undertaken wherein the drg system was explanted and replaced with an scs system as the physician thought it was more appropriate for patient's pain pattern. Therapy was restored.